Event description:
Fluid was dripping from the epinephrine line. It was then noted that the air filter incorporated into the IV tubing was leaking from the bottom. New epinephrine bag was obtained and the bag and line were changed out by the rn.